Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the hd camera head image may not be reflected depending on the angle of the cord. The customer suspected a disconnection. The issue was observed, during preparation for use for an unknown therapeutic procedure. The procedure was completed with a similar device. No patient harm was reported with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer¿s allegation was not confirmed. The malfunction was not reproduced. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.